Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation was re-completed. No major changes were made to the findings reported on (B)(6) 2019. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (7282535). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that a female patient underwent breast augmentation surgery with 450cc mentor memorygel breast implant on (B)(6) 2018, and experienced right side capsular contracture, baker iii-IV (right side, implant serial number: (B)(6). Date of implant: (B)(6) 2018, the device was explanted on (B)(6) 2018. On (B)(6) 2018, she was presented with baker iii-IV capsular contracture, which required implant removal on (B)(6) 2018.

Manufacturer narrative:
As per additional information received on february 15, 2024, and reviewed by the clinician, the event description has been updated under field b5. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii/IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 17, 2026, mentor became aware that the baker grade was IV. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: the device was received with clear gel. During evaluation the device appeared intact, no anomalies were observed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation with a 450cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her right side postoperatively. As a result, the patient underwent explantation and replacement surgery on (B)(6) 2018. On (B)(6) 2021, mentor became aware that the patient participated was a glow study participant. On (B)(6) 2021, mentor became aware that patient experienced capsular contracture; baker grade IV on her right side, and replacement devices used on (B)(6) 2018 were catalog number 3505004bc; serial number (B)(4) on the right side, and catalog number 3504754bc; serial number (B)(4) on the left side.